Event description:
A us distributor reported a patient is experiencing battery faults.

Manufacturer narrative:
Device evaluation of battery s/n (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mismatched. The root cause of the mismatched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery.